Event description:
It was reported that the user contacted support for low glucose, noting the pump displayed 54 mg/dl and a fingerstick measured 70 mg/dl, after which they consumed oral carbohydrates and later recorded a fingerstick of 96 mg/dl with no symptoms; education on the 15-15 rule was provided. Customer care provided support that included complaint handling and user education. Investigation of this case revealed no device malfunction reported or observed, and the event was consistent with transient hypoglycemia of unclear cause. No clinical symptoms associated with low blood glucose reported. Outcomes included resolution of the low glucose at home without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.